Manufacturer narrative:
Device received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 300mg/dl at the time of the incident. The customer reported that the part where you put the reservoir in their is a large crack straight in half of it and it drops out the reservoir wont stay in. The customer reported that the reservoir is able to lock in place when inserted into pump but was loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.